Manufacturer narrative:
(B)(4). Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. Unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. The customer stated that the drive support cap was normal. It was reported that they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.